Event description:
The physician deployed a resolute integrity 2.25 x 12 mm otw drug eluting stent in the obtuse marginal of the left main artery. There were no issues reported with the procedure. Following the procedure it was reported that the device had been used approximately 70 days after its use by date. There were no patient complications reported. The patient was not placed on further treatment as a result of the event.

Manufacturer narrative:
Evaluation results: shelf life exceeded (device used approximately 70 days beyond the use by date). Failure to follow instructions (use by the 'use by date' noted on the package). (No results available since no evaluation performed). Evaluation conclusions: failure to follow instructions (use by the 'use by date' noted on the package). No device failure (device used approximately 70 days beyond the use by date). User error contributed to event (use by the 'use by date' noted on the package). (B)(4).